Manufacturer narrative:
Device evaluated by MFR: stent delivery system (sds) was returned for analysis. A visual examination of the stent found proximal stent rows 1,2,12 and 13 were damaged. Distal stent rows 1-5 were also damaged and stretched over the distal end of the tip causing the proximal end of the stent to move 7 mm in a distal direction. A review of the manufacturing data for the stent profile was performed. The maximum crimped stent profile measurement at the time of manufacture for the returned device is within the specification. The tip was visually and microscopically examined and no damage was noted. The balloon body was reviewed and no issues were noted. Stent crimp markings were visible on the balloon which is evidence that the stent was crimped on the balloon prior to shipping. The balloon wings were tightly wrapped and evenly folded and did not appear to have been subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks along the full length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with the extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that the stent dislodgement occurred during advancing and it was dislodged in the lm ostia. The physician attempted to snare the device. The stent was removed together with the guide catheter. The patent patient did not undergo surgery as previously reported.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in a coronary artery. A 20 x 2.25 mm promus premier¿ drug-eluting stent was advanced to treat the lesion but it was noticed that the stent was dislodged. The procedure was completed with another of the same device. However, the patient was sent for surgery. No further patient complications were reported and the patients status was stable.